Event description:
It was reported that the mobile programmer application generated a message indicating an unsuccessful interrogation and no telemetry when attempting to interrogate an implantable device. Troubleshooting steps were taken to include swapping out the mobile programmer application; however, the issue persisted. Additionally, an attempt was made to interrogate using a legacy programmer, but an error message was displayed indicating that there was no software. Further troubleshooting steps included closing all applications and rebooting the host tablet. After which, the application was successfully able to find and interrogate the implantable device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis#: (B)(4): performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that there was no telemetry when attempting to interrogate an implantable device was confirmed. It was also determined that communication was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.